Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear 7mm from the tip and is approximately 21mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
Reportable based on device analysis completed on 12dec2024. It was reported that balloon inflation failure occurred. The over 70% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 3.0mm x 220mm x 150cm coyote balloon was advanced for dilation. However, during inflation, it was noted that the balloon catheter was not fully expanded. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed longitudinal tear 7mm from the tip and is approximately 21mm long.